Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va317m0 implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they feel a little sharp thing sticking out of where they did the surgery. Patient said they feel this sharp object sticking out when they put the communicator over the implant to make adjustments but they noticed it for the first time about two weeks ago. Patient stated they had seen 50% improvement in symptoms so far, but they were still having some symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va317m0 implanted: (B)(6) 2025: product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that the patient was evaluated on (B)(6) 2025. They clarified that by "feel a little sharp thing sticking out of where they did the surgery" they meant that the patient had a small scab noted and that the incision healed well. The cause of the little sharp thing sticking out of where they did surgery was a small scab from surgery that was formed. As resolution, the patient was evaluated and the device incision healed without issues. The issue was resolved. MDR decision corrected too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.